Event description:
Reported due to death. The physician confirmed a coronary artery aneurysm with an impending rhegma from the right coronary artery to the acute marginal branch. The diameter was reported as a 4.0mm-3.5mm segment with ninety percent (90%) stenosis and normal vessel calcification. Three (3) graftmasters were successfully implanted at that site in 2005. The patient was moved to another hospital one month later, to treat another aortic aneurysm from the acute marginal branch to the posterior descending branch segment of the coronary artery aneurysm. The physician later learned upon follow-up with the patient's family that he had died six months later, from a cardiac dysrhythmia. This report is for all three (3) graftmasters.

Manufacturer narrative:
The device was not returned for evaluation but the lot information was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.